Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) problem displayed an error and automatic inflation failure after starting up and the hospital no longer used it after the failure occurred. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6).

Manufacturer narrative:
Additional contact details: event site telephone-+(B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) had automatic inflation failure occurred on after starting up and the hospital no longer used it after the failure being occurred. There was no patient involvement. Getinge field service engineer (fse) conducted an initial test by connecting the balloon and start the machine for normal use and he entered the machine test found all tests passed. Once after checking the test balloon in the hospital, it was found that the balloon was leaking. So, it was reported that there was inflation failure after connecting the balloon. He communicated with the hospital also further observed, and then replaced the test balloon to see whether it is reporting an automatic inflation failure. Later, he arrived at the site to test the machine and the machine is working in normal condition. Further on inspection, the equipment has passed the pre-use inspection and passed all factory-specified performance and safety index tests. Hence, the equipment has been delivered to the customer and it can be used clinically.

Event description:
N/a.